Event description:
It was reported that the pacer dependent patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had been experiencing pocket stimulation for approximately one week. Palpation confirmed pectoral stimulation with each pacing pulse. It was suggested that the backup vvi mode was triggered by a transient drop in device battery voltage. Device download was performed successfully and the device was reprogrammed to minimize pocket stimulation. Upon attempting to restore the device to nominal settings the download failed and it noted that the device had reached end of service voltage. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.